Event description:
A malfunction alarm occurred, identified by the code malf 16. The impact on the customer's blood glucose level is unknown as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support provided assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.